Manufacturer narrative:
The pod was discarded and will not be returned for eval. We are unable to confirm any device malfunction that may have prevented or restricted insulin flow, rendering bolus attempts ineffective. No specific failure mode was noted in the report. Based on the info provided and in the absence of a device eval, we cannot confirm that a pod malfunction was a contributing factor to the customer's high bg levels. No conclusion can be drawn. The omnipod user guide instructs the customer to "replace the pod" and "contact your healthcare provider for guidance" if blood glucose levels remain high for a total of four hours after a correction bolus was first administered. The customer's bg history shows that the device had been worn for nine hours after the first bolus was administered before being deactivated. No pod lot number was provided. A review of lot qualification records was therefore unable to be performed.

Event description:
The customer reported that she had "felt sick, dehydrated and eventually went to the hospital" with dka. Her bg history indicates she had experienced high bg levels (261-387mg/dl) while wearing a pod despite having administered correction boluses. That pod was deactivated and a new one was applied; 1.5 hours later her bg's had escalated to 500mg/dl. It was at this time that she went to the hospital where "they put on her insulin drip." The pod was "deactivated and thrown out at the hospital" and will therefore not be returned for eval. Note: she also stated that she "was giving herself three times more bolus insulin than she normally would." Although an isolated bg level of 63mg/dl was reported, there is no indication that low bg's had been experienced for an extended period of time. The cause of her hospitalization was related to a hyperglycemic (as opposed to hypoglycemic) event.